Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge went from 5% to 50% shortly after plugging the pump in to charge. There was no impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.